Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after the physician finished ablating the left-sided pulmonary veins, the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echo (ice). Reminder of the procedure was aborted. Dopamine was given to treat the low pressure, and pericardiocentesis was performed to remove 300 cc of fluid from the pericardial space. The patient was reported in stable condition and was then transferred to the intensive care unit (ICU). There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 9/27/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30240520m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after the physician finished ablating the left-sided pulmonary veins, the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echo (ice). Reminder of the procedure was aborted. Dopamine was given to treat the low pressure, and pericardiocentesis was performed to remove 300 cc of fluid from the pericardial space. The patient was reported in stable condition and was then transferred to the intensive care unit (ICU). There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.